Event description:
It was reported that this right atrial (ra) lead was explanted due to lead was dislodged during ventricular tachycardia (vt) ablation the day prior. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.